Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for evaluation attached to an infusor. Visual inspection found no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was then performed on the pcm and infusor, and both the basal and bolus flow rates were found to be within the specification range of the product. The average dispensed volume of the pcm unit was also found to be within the specification range of the product. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 0.5 ml patient control module (pcm) was involved in an overinfusion incident. This occurred during patient infusion of fentanyl citrate and saline (non-baxter products) using a basal/bolus infusor (baxter product) with the pcm. The reporter stated that the infusor and pcm were expected to deliver 26 ml over 52 hours, but the actual infusion rate was 26 ml over approximately 20 hours. Priming had been performed. There was no patient injury or medical intervention associated with this event. No additional information is available.